Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000210, serial/lot #: unk. A medtronic representative went out to the site to preform a system check out. It was reported that the dongle posts were not holding the dongle in place. After repairing the dongle post, a system check out was completed and system is functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the pendant is not responding to user input. The pendant has a display, however none of the buttons respond. The customer also noticed that the dongle and the port on the system look damaged. There was no reported patient present.